Event description:
It was reported that the patient presented to the ER with presyncope and there were high thresholds. The device was reprogrammed to higher outputs and capture is now maintained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.